Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing air bubbles in the tubing. Customer stated that they bolused and it went through however there are air bubbles and his blood glucose readings are not going down. It was noted that the customer rewound with the insulin pump in place and the air bubbles did not persist after a set change. Customer's blood glucose reading at the time of the call was 228 mg/dl. No further information reported.